Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump was over infusing . It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivery accuracy was verified. The event log did not show any related errors. Service found one test out of delivery range during testing. The expulsor will be trimmed by service to bring into in the specification of the device. Use testing was performed. The problem source is unknown.